Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, the lesion was mixed morphology, had a thick layer of calcium, and the take off of the ica was almost 90 degrees which resulted in the prolapse and failure to advance of two enroute 0.014 guidewires. Multiple third-party wires and catheters were used in the procedure in an attempt to cross the lesion, but were unsuccessful. Multiple angiograms were performed during the procedure, but a dissection was identified at the lesion after the attempts to cross the lesion with third-party devices. The physician elected to convert the procedure to a carotid endarterectomy (cea).

Manufacturer narrative:
The device was not returned for analysis; therefore, limited investigation was carried out. No sample retain of the same lot number was available. The device lot history records have been reviewed, and it is shown that there were no anomalies or non-conformance raised that could have contributed to the reported failure mode and that the guidewires were manufactured according to the specification. All the required relevant tests and inspections were performed and passed. The risk traceability matrix number rmf(tm)-003 was reviewed and it was found that the risk for this failure mode was included and well documented. The current rating for the failure mode in question is below the expected levels for the confirmed complaints. There is no evidence to suggest that the design of the guidewire or any manufacturing-related concerns has contributed to the incident as well as the device was not returned for investigation, thus the complaint cause cannot be verified.

Event description:
It was reported that during a tcar procedure, the lesion was mixed morphology, had a thick layer of calcium, and the take off of the ica was almost 90 degrees which resulted in the prolapse and failure to advance of two enroute 0.014 guidewires. Multiple third-party wires and catheters were used in the procedure in an attempt to cross the lesion, but were unsuccessful. Multiple angiograms were performed during the procedure, but a dissection was identified at the lesion after the attempts to cross the lesion with third-party devices. The physician elected to convert the procedure to a carotid endarterectomy (cea).